Event description:
This lv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that there was stimulation in the lv lead tip the following physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).